Manufacturer narrative:
Date sent to FDA: 8/18/2020. Additional information: a2, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted incarcerated omentum just above the previous mesh repair site. The surgeon resected the omentum that adhered to the previous repair and removed a portion of the patch that was not well incorporated with tissue. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information is provided.